Event description:
It was reported that approximately two weeks post filter implant, the pt presented to the ER with abdominal pain. A CT was performed and allegedly the filter apex was embedded in the ivc wall. Also, the filter had moved caudally one vertebral body, and the filter legs were perforating the ivc at a 90 degree angle. One leg was reported to be in the mesentery and the physician reported that he felt it could be a cause of a small bowel obstruction seen on the CT. The physician attempted to retrieve the filter, but was unsuccessful. The physician placed a competitor's filter above the first one. The pt was transferred to another facility for a second filter retrieval attempt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials. The subassemblies the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The filter remains implanted; therefore, not available for eval. The event investigation is currently underway.